Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen has no response intermittently. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: event site state: nsw, event site postal code: 2031. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation on 25-june fse had found a liquid cleaning detergent mark on the touch screen which is causing the touch screen to an intermittent fault. After that the fse had cleaned the touch screen and re-calibrated it and fse had also further tested the unit which worked ok and fse have also attached the way to clean as per user manual for cleaning the monitor display and touch screen carefully to prevent from scratches. Actually the dust and dirt particles can be blown off or brushed off using a soft cloth. Even the fingerprints and stains may be removed by using a screen cleaning spray or solution applied to a lint free or microfiber cleaning cloth.

Event description:
N/a.